Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient developed non-specific infection following a vitrectomy procedure. The patient was returned to theatre for a washout and intravitreal antibiotics. It was reported that the patient may need to have a repeat vitrectomy procedure, but recovery cannot be assessed at present. This is one of two reports received from this facility. The manufacturers reference numbers are (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. A review of the sterilization batch records was also performed and confirmed this product was sterilized and all sterilization cycle parameters were verified for acceptability prior to release; there was no associated non-conformance documented for this batch. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. The manufacturing site received two procedure packs for the lot in question originating from another source and analysis of those samples showed no signs of a sealing issue that would have compromised the sterility of the packs. The adhesive sealing transfer was inspected and measured on the flanged surface and the sealing residue was observed to be continuous and within specifications for each procedure pack. These procedure packs were not associated with this event. The source of the infection could not be determined with the current information available. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4)